Manufacturer narrative:
The device was returned to zoll australia. Review of the device logs found messages indicating the customer's report. However, the device was put through extensive testing including full functionality testing without duplicating the report. The defib/pacer board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's processor/bridge/pace board was removed and returned. The customer's report was duplicated and attributed to a faulty zener diode on the processor/bridge/pace board. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed an unknown "defib error" message. Complainant indicated that there was no patient involvement in the reported malfunction.